Manufacturer narrative:
Medical device: model number/catalog number 72401110, serial number (B)(4), batch/lot number 708840002, model/catalog description pump cxm, expiration date 04/18/2016. Manufacturer date 04/20/2011.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to cylinder ballooning (aneurysm) and pump change. A new inflatable penile prosthesis consisting of 18 cm x 9.5 mm cylinders and pump were implanted. The event resolved. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the patient had difficulty inflating and deflating the cylinder due to ballooning.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to cylinder ballooning(aneurysm) and pump change. A new inflatable penile prosthesis consisting of 18 cm x 9.5 mm cylinders and pump were implanted. The event resolved. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the patient had difficulty inflating and deflating the cylinder due to ballooning.

Manufacturer narrative:
Device analysis: cylinder aneurysm was reported. The ams700 cylinders were visually inspected and functionally tested. No leak was found. One performed within specifications. One exhibited bulging when inflated and had broken fabric threads at a fold. Cylinder aneurysm was confirmed. Based on the results of this investigation, no escalation is required. If further information is received at a later date, the product investigation will be reopened to address the additional information. D4: model number/catalog number: 72401110 serial number: (B)(6), batch/lot number: 708840002, model/catalog description: pump cxm, expiration date: 04/18/2016. H4: manufacturer date: 04/20/2011.